Event description:
The affiliate reported a customer who complained of a "burning sensation and pain" on their thumb after removing a load from a completed cycle. The customer also reported skin discoloration. The customer saw a dr and was prescribed an unk ointment and recovered in two days. The customer reported that the vaporizer plate was in place and cleaned per instructions. Additional info requested from the affiliate regarding the unit.

Manufacturer narrative:
.